Event description:
This is filed to report the pre-existing thrombus being moved from its original location. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The steerable guide catheter (sgc) was advanced to the mitral valve and the dilator and guidewire were removed. At this time, foreign matter was confirmed on the left atrium (la) side and right atrium (ra) side outside the sgc. The patients activated coagulation time (act) was 134 at the time and 250 after adding heparin. The sgc was removed from the patient and the foreign matter was sucked from the sgc. Echo confirmed that there was no foreign material remaining in the la and ra. The recovered foreign matter was a thrombus. Per the physician, the thrombus was pre-existing in the inferior vena cava (ivc) and the sgc moved it during the procedure. The patient was given additional warfarin; however, the procedure was aborted, and the patient¿s mr remains at a grade of 3. This issue reportedly caused a clinically significant delay, but the delay did not result in adverse patient sequelae. The patient¿s heparin-induced thrombocytopenia (hit) test was positive, therefore a re-do mitraclip procedure is planned using argatroban on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the pre-existing thrombus being moved from its original location. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The steerable guide catheter (sgc) was advanced to the mitral valve and the dilator and guidewire were removed. At this time, foreign matter was confirmed on the left atrium (la) side and right atrium (ra) side outside the sgc. The patients activated coagulation time (act) was 134 at the time and 250 after adding heparin. The sgc was removed from the patient and the foreign matter was sucked from the sgc. Echo confirmed that there was no foreign material remaining in the la and ra. The recovered foreign matter was a thrombus. Per the physician, the thrombus was pre-existing in the inferior vena cava (ivc) and the sgc moved it during the procedure. The patient was given additional warfarin; however, the procedure was aborted, and the patient¿s mr remains at a grade of 3. This issue reportedly caused a clinically significant delay, but the delay did not result in adverse patient sequelae. The patient¿s heparin-induced thrombocytopenia (hit) test was positive, therefore a re-do mitraclip procedure is planned using argatroban on (B)(6) 2022. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported thrombus appears to be due to a combination of pre-existing patient condition and procedural circumstances. The reported patient effect of thrombus as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.